Event description:
Event description guidant received information that this coronary sinus implantable lead was explanted due to a fracture. A second coronary sinus lead was attempted, but was no implanted due to placement difficulties. The left ventricular implant procedure was abandoned.